Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Photographs of the explanted devices were provided. Visual examination identified that the liner was fractured at the rim and there was black debris on the articulating surface of the liner. Biodebris was observed on the shell and black discoloration on the femoral head. Reported event was confirmed by review of photographs provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently the patient was revised due to pain and liner fracture. Attempts have been made and additional information on the reported event is unavailable at this time.